Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result on a single patient sample (0.172 ng/ml), processed on the vitros eciq immunodiagnostic system. The same sample was retested because it is the laboratory¿s policy is to perform repeat tests on any sample producing results >0.012 ng/ml. The repeat result obtained (<0.012 ng/ml) was believed to be the correct result. The customer also repeated the sample using their vitros 5600 immunodiagnostic system and the result confirmed the repeat test with a result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory. There were no reported allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros eciq immunodiagnostic system. The root cause of this event could not be determined; however, the possibility that an unexpected vitros troponin I es reagent performance issue, an unexpected vitros eciq system performance issue or inappropriate pre-analytical sample processing had contributed to the result could not be ruled out.